Manufacturer narrative:
(B)(4). The events of capsular contracture, infection(unknown onset), seroma(late) and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "alcl." Date of alcl diagnosis: (B)(6) 2016.

Event description:
Patient representative reported ¿alcl,¿ pathological markers not provided, ¿capsular contracture,¿ baker grade not specified, ¿seroma,¿ ¿infection,¿ ¿heat sensation,¿ ¿mental pain and suffering,¿ ¿chronic pain,¿ ¿pain prior to explant procedure," ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear¿ apprehension,¿ ¿anguish and fear due to risk of further/increased risk of alcl¿¿, ¿rashes," "itching" and ¿swelling." Patient representative also reported "¿disfigurement¿ ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disability¿ and ¿personal injuries and related damages;¿ these events are not related to the device. Device was explanted. This record is for an unknown side.